Event description:
It was reported that the mitraclip clip delivery system ((B)(4)) was prepared for use as per the instructions for use and there were no issues observed with the system. The strategy was to deploy two clips with the second clip placed medially of the first clip. After the first clip was positioned on the mitral valve, the functional mitral regurgitation (mr) was reduced from grade 4 to 2. Before the clip was deployed, the gripper line removability was checked and the gripper line moved freely. The clip leaflet insertion assessment was performed and the clip was observed to be well attached to both leaflets. When the gripper line was started to be pulled, the fluoroscopy image immediately showed the cds shaft moving towards the mitral valve and then simultaneously, the gripper line broke and the cds shaft "jumped back." At that point, the fluoroscopy image showed a more visible movement of the clip; the mr grade was 4. The other end of the gripper line was still present at the gripper lever so the physician pulled it and removed the remainder of the gripper line. The clip was observed to be attached to only the posterior leaflet; no damage was noted to the leaflets. Two additional clips were deployed to reduce the mr and stabilize the first clip. The mitraclip procedure was completed with the implantation of a total of three clips and the mr grade was reduced from 4 to 2. The patient was clinically stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and the reported broken gripper line was confirmed. The reported bent delivery catheter (dc) shaft, difficulty in removing gripper line, and incomplete coaptation could not be verified through returned product analysis, as the device was returned without the clip and with the gripper line fully removed. The gripper line was returned in two pieces and the length of both pieces was consistent with the expected overall length of the gripper line. The broken ends of the gripper line were examined and identified as being broken due to tensile force. Potential causes for the reported bent dc shaft, broken gripper line, difficulty in removing gripper line, and incomplete coaptation are, but not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions (procedural circumstances influencing the ability to unlock and open the clip). As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements. There were no systemic nonconformances identified for this lot that would have contributed to the reported event. The user did not report any issues while functionally inspecting the cds during device preparation, which is an indication that the device was initially functioning properly during functional inspection. With regards to user technique and/or procedural conditions, the reported issues may be influenced by the procedural handling of the device. For the bent dc shaft, it is possible that the difficulty experienced during the gripper line removal may have resulted in a buildup of tension, causing the shaft to appear to bend towards the mitral valve. The difficulty in removing the gripper line may have been influenced by internal forces in the device during procedural handling / manipulation. As a result of these internal forces, the gripper line may have been broken due to increased stress levels while being retracted. For the reported incomplete coaptation, it is possible that when the device jumped back after the gripper line break, the tip of the dc may have come into contact with the clip, resulting in the clip being knocked off the anterior leaflet and only attached to the posterior leaflet. During device analysis, the l-lock tabs were found to be bent. It is possible that the l-lock tabs became damaged following the procedure during device manipulation or repackaging for product return. Based on the information reviewed and the evaluation of the returned device, the cause for the reported dc shaft bend was most likely due to the tension generated by the difficult to remove gripper line. The difficulty in removing the gripper line and subsequent break of the gripper line may have been due to some internal forces acting on the gripper line during the procedure. The incomplete coaptation was most likely due to the sudden release of tension caused by the breaking of the gripper line, resulting in the dc shaft recoiling back to the original position, and potentially interacting with the clip in the process. A query of the electronic complaint handling database indicated there had been no similar incidents associated with the reported bent dc, break in gripper line, difficulty in removing gripper line, and incomplete coaptation for this lot. Based on the information reviewed, it was determined that there is no indication of a product deficiency.